Event description:
During coil embolization of the (pcom) posterior communicating artery (2-3.4mm), the orbit mini complex fill 2x2 coil was implanted in the aneurysm, but the coil shape was not like normal, it was like spiral but not stretched. After the event, the same mc was utilized with other devices. Prior to inserting in the patient, the coil shape was correct, and during insertion, no resistance was met. No kinks were noted in the (mc) microcatheter that might have contributed to the event, and the coil/delivery system made out of the distal end of the mc. During the procedure, an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. No adverse event was reported and the product will not be returned for analysis because it was implanted.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15414234 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization of a 2x3.4mm posterior communicating artery (pcom) aneurysm, the orbit mini complex fill 2x2 coil was implanted in the aneurysm, but the coil shape was not like normal, it was like spiral but not stretched. After the event, the same mc was utilized with other devices. Prior to inserting in the patient, the coil shape was correct, and during insertion, no resistance was met. No kinks were noted in the (mc) microcatheter that might have contributed to the event. During the procedure, an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. No adverse event was reported and the coil remains implanted. The coil remains implanted and therefore is not available for analysis. Five photographic images were received for this complaint on a pdf file. The pictures were analyzed and the shape of the deployed embolic coil appears to be complex, which is the shape associated to this catalog. In the remaining pictures (where the embolic coil is still attached to the gripper) the shape cannot be confirmed since the shape of the embolic coil is dependent upon the release of the coil. A review of the manufacturing documentation associated with this final lot and coil assy lot presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The reported out of shape coil could not be confirmed, since the picture where the embolic coil seems to be detached appears to be complex shaped. Additionally it was reported that prior to inserting into the patient, the coil shape was correct. The cause of the event reported by the customer could not be conclusively determined; however it does not appear to be manufacturing related. Inspections are in place to prevent this type of reported event from leaving from the facility. With review of the provided images and the device history records, there is no indication of any manufacturing issues related to the event which was not confirmed. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Only five photographic images were received for this complaint on a pdf file. The pictures were analyzed and the shape of the deployed embolic coil appears to be complex, which is the shape associated to this catalog. In the remaining pictures (where the embolic coil is still attached to the gripper) the shape cannot be confirmed since the shape of the embolic coil is dependent upon the release of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure as "out of shape" could not be confirmed, since the picture where the embolic coil seems to be detached appears to be complex shaped. The cause of the event reported by the customer could not be conclusively determined; however these do not appear to be manufacturing related due to per ch&ss investigation "prior to inserting in the patient, the coil shape was correct." Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.